Event description:
It was reported that during a procedure for rectal cancer, the surgeon was using the cs40g to anastomose. After firing, the proximal end of the tissue was good but the distal end did not have staples. The surgeon used hand sewing to complete the procedure. The procedure was extended 3 hours.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information was requested and the following response was received on 12/3. Previous inquiry of the patient status had a response that the patient is still in the hospital. Please provide the reasoning for the extended hospital stay. Because the surgeon need to examine the patient. Has the patient since been released? Yes. The analysis results showed that the device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. It should be noted that all devices are inspected 100% for staple presence by an automated vision system. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.